Event description:
During sp02 monitoring of a child, it was observed to produce a 'state of tickle' in this pt as observed when the pt was touched by another person. Upon disconnecting the pt from the unit sensor, the symptom disappeared. The pt was examined by a physician who found no signs of electric voltage or power.